Event description:
A physician attempted to use a graftmaster stent to seal a perforation in the coronary artery at the site of a stent graft. The stent would not pass through the pt's tortuous anatomy and was removed. The physician then attempted to place a smaller graftmaster stent but could not reach the perforation. The perforation was sealed using a dilatation balloon. After the perforation was sealed the pt was said to be hemodynamically stable. This medwatch form is the first graftmaster stent used.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device record review in this case.